Event description:
It was reported that this patient had developed bladder cancer. This pump may need to be explanted and moved to another site as a result of the required bladder resection. At the time of this report, the surgery had not been performed. There were no reported symptoms related to the pump. This device system was used to deliver morphine.

Manufacturer narrative:
Product ID, 8709 lot# j10841r12, implanted: 2001 (B)(6), product type catheter. (B)(4).